Event description:
Home health nurse reports pump serial number (B)(6) was showing an error code. No specific alert. Pump start goes through testing and blanks out. Unknown if patient missed a dose or experienced an adverse event. Pump available for return. No further information. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes gravity tubing. Indication: selective deficiency of immunoglobulin g [igg] subclasses. Reported to cvs/caremark by health professional.